Manufacturer narrative:
Information was received via medwatch mw5061905. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and instability. Additionally, a hairline gap was seen on x-ray. A revision surgery is planned.